Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to a high blood glucose level over 400 mg/dl and diabetic ketoacidosis. Troubleshooting was not completed; customer was shipped a tubing clamp. Blood glucose level at the time of the call was 79 mg/dl. During a follow up call, the customer troubleshooting was completed and insulin pump showed no sign of malfunction. Blood glucose level at the time of the call was 148 mg/dl. The insulin pump was not replaced or returned for analysis.